Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that a scs system was explanted from a patient due to ineffective stimulation caused by a confirmed lead migration. As a result, another system model was implanted. The patient had effective stimulation post op.